Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 59 mg/dl. The customer stated that she had issues regarding fill reservoirs. The customer stated that she was unable to fill reservoirs due to plunger not moving. The customer stated that she used 14 reservoirs and had 2 left in the box. The customer will call back to provide an accurate count of reservoirs to return.